Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es t-8c main drawer 4.1 inventory displayed duplicate medications, with two medications assigned to a single cubie.however, there were no delays, adverse events or injuries reported based on this event.